Event description:
A customer reported a problem of erratic intraocular pressure (iop) control during a vitrectomy resulting in the "choroidals coming up" during the procedure. The customer also expressed that the "phacoemulsification is not satisfactory". Additional info has been requested, but has not been received to date.

Manufacturer narrative:
The company rep examined the sys and could not replicate the problem reported. The sys was calibrated. The sys was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).